Manufacturer narrative:
The correct information has been provided with this report.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he had received a motion sensor test failure alarm. The customer¿s blood glucose was 94 mg/dl at the time of the incident. He mentioned that he was asleep to the alarm and was prompted to do a rewind. He stated that he was unable to complete the rewind because the pump was alarming during the rewind process. During troubleshooting, the customer was assisted with performing the displacement test and it failed. He was advised that the pump needed to be replaced, to refer to a back-up plan per his doctor¿s instructions and to return the pump with the battery and zero out the basal rates. The insulin pump will be returning for analysis.

Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, prime and displacement tests. The insulin pump was received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. No encoder signal alarm on alarm history screen noted. The drive support disk was inspected and no anomaly was noted. No unexpected alarms were noted. A minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, cracked reservoir tube lip and cracked lcd window noted during visual inspection.